Manufacturer narrative:
Concomitant medical products: dtmb1d1 crtd, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead pacing impedance was low and an alert was triggered. The impedance - as well as other lead's impedances - had been generally lower for this patient since the implant procedure and it was speculated this was normal patient variation. No intervention was done, but the alert threshold may be optimized for this patient later; the lead remains in use. No patient complications have been reported as a result of this event.